Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. During visual inspection, cracked front cover and defective load plate cover were noted. Review of the archive data indicated multiple error message user advisory 17 (max motor on time exceeded) occurred on the reported event date. Fully charged li-ion battery with serial number (B)(4) was used and the platform performed 292 compressions over a period of three minutes and forty-four seconds on a stiff medium/large size patient before the platform displayed error message ua 17. After the customer tried to clear the error message, the platform continued to be used with the same battery and stopped performing compression four times due to error message ua 17. At that time, the remaining capacity of the battery dropped and the battery voltage was low. The platform passed the initial functional testing without any fault. The load cell characterization test was performed and both load cell modules are functioning within the specification. A run-in test was performed using the 95% patient large resuscitations test fixture (lrtf) with a known good test batteries until discharge without any fault. In addition, a drivetrain motor brake gap inspection was performed and verified to be within specification. In summary, the customer reported complaint for the autopulse platform displaying error message user advisory 17 (max motor on time exceeded during active operation) was confirmed during archive review but not during functional testing. The battery hangtag- advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The root cause for ua17 was caused by low voltage battery in turn causing the platform not be able to reach the depth within the specific time on a stiff medium/large size patient. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The load plate and front covers were replaced, after which the platform passed the run-in and final functional test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. When the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, manual CPR was performed for 14 minutes before autopulse was deployed. Autopulse provided about 16 minutes of compression and patients was then announced dead after a total of approximately 30 minutes of resuscitation efforts. During use, when the crew paused the platform to analyze the patient's rhythm and then resume compression, the platform performed five compressions, then stopped and displayed error messages. Autopulse compressed continuously after the crew restarted the device. Restarting the device is quick by trained users and the short interruptions coincide with the als workflow of pausing CPR for rhythm check. Therefore, the short interruptions were unlikely to negatively impact patient outcome. The death is likely to be caused by the patient's underlying clinical condition. Patient appeared to have been in cardiac arrest for an extended period of time prior to ems arrival as his extremities were cool when ems began working on him. Mortality of out-of-hospital cardiac arrest (ohca) is high. Death is an expected outcome for ohca.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/27/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The elgin fire department received a 911 call for a patient that was found in cardiac arrest. The incident occurred at the patient's residence and was not witnessed. No bystander CPR was performed. Customer did not see any signs or symptoms of trauma. The patient was asystolic when the manual CPR was initiated. The autopulse platform was delivered to the scene and was deployed after about 14 minutes of manual CPR. The platform performed continuous compressions and when the crew paused the platform to analyze the patient's rhythm. The platform performed five compressions, then stopped and displayed error message user advisory (ua) 17 (max motor on time exceeded during active operation). The crew power cycled the platform multiple times and reset the lifeband; however, the platform again performed about five compressions and kept displaying the error message. The customer did not see any obstructions in the way of the lifeband and there were no signs of a twisted band. The patient's chest was not unusually stiff. The patient's medical history and medications were not provided. The ER doctor pronounced the patient death over the phone after approximately 30 minutes of resuscitative efforts. The customer did not attribute the patient's death to the use of the autopulse.